Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733236, lot #: 240425, ubd:-, UDI#:- h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the navigation was out of place. When the doctor placed the instrument on the pedicle on the navigator screen it appeared that it was almost inside the body of the vertebra. To troubleshoot, a new perc-pin was used the next day and everything was in order with the navigation. The probable cause is possibly the perc pin. Imaging and navigation were aborted. There was a less than one hour delay. There was no impact on patient outcome. The issue was later confirmed to be the instrument. On the day of, the user could not do the case, but two days later they managed to do a case without any problem using a new perc pin.

Manufacturer narrative:
D9) the returned perc pin was in spec per the part drawing. The part had no damage. No problem found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.